Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged "no delivery"/"insulin flow blocked" alarm found on (B)(6) 2021. Allegations to high bgs noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement test, active current measurement test and p-cap locks properly into the reservoir compartment. No "no delivery" alarms noted during testing. Successfully downloaded history files and traces using thump. "No delivery" alarm was found in the history files/traces on event date (B)(6) 2021 at 00:04:39.000 during bolus. Force sensor zero offset within specification. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage. "No delivery alarm" /"insulin flow blocked" alarm was not confirmed during testing. Unable to confirm alleged high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer's blood glucose was 28 mmol/l at the time of incident. Customer's current blood glucose was 4 mmol/l. Customer was treated with an insulin pump for high blood glucose. Customer was using insulin pump within 48 hours at the time of high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer stated that the insulin pump gave alert for an insulin flow block alarm. The insulin pump will not be returned for the analysis.